Manufacturer narrative:
The reported event of noise was confirmed and the reported event of increased impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event of noise. Electrical tests and an x-ray were performed and revealed no indication of conductor fractures or internal shorts.

Event description:
Additional information received indicated the lead that was explanted and replaced due to an increase in impedance and noise resulting in oversensing was the right ventricular lead instead of the right atrial lead.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, noise and high pacing impedance were noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient is in stable condition.